Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with a lead-to-can external insulation abrasion 12.9 to 13.2 cm from the connector pin. The etfe coating was intact and the inner coil was not exposed in this region. All other damages on the lead were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.